Manufacturer narrative:
Internal complaint reference: (B)(4). Adams, c. I., & robinson, c. M. (2001). Cm court-brown, and m. M. Mcqueen,¿prospective randomized controlled trial of an intramedullary nail versus dynamic screw and plate for intertrochanteric fractures of the femur,¿. Journal of orthopaedic trauma, 15(6), 394-400. Doi: 10.1097/00005131-200108000-00003.

Event description:
It was reported that, on literature review ""prospective randomized controlled trial of an intramedullary nail versus dynamic screw and plate for intertrochanteric fractures of the femur"", four (4) patients who initially underwent primary implantation with an intramedullary hip screw and plate to reduce intertrochanteric femoral fractures experienced a superficial postoperative cellulitis. These cases were treated with the administration of antibiotics. No further information is available.

Manufacturer narrative:
Section h10: the devices were not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, the data presented in the aged article did not provide insight or relevance to current clinical outcomes for the product/device. Without clinically relevant patient-specific supporting documentation, a thorough medical investigation could not be performed. The root cause and/or patient outcome beyond that which was documented in the article could not be confirmed nor concluded; therefore, no further medical assessment is warranted at this time. At this time, we have no reason to suspect that the products failed to meet any product specifications at the time of manufacture. Possible causes could include but are not limited to contamination, patient reaction, and post-operative healing issue. The contribution of the devices to the reported event could not be corroborated. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual products involved, our investigation could not proceed. Should the devices or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. Internal complaint reference number: (B)(4).